Event description:
Pt. Underwent an elective angioplasy and stenting of the left circumflex and left anterior descending coronary artery in 05. Post stent placement pt. Developed chest pain. Returned to cath lab same day that evening and found to have acute stent thrombosis. Pt. Subsequently developed significant pulmonary edema, cardiogenic shock. Remainder of hospital course complicated by aspiration pneumonia, ards, acute renal failure, hemodynamic instability and pt. Eventually expired 10 days later.